Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) unspecified access sets were leaking from the port. The issue was identified during multiple steps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(Manufacturing facility), g4. Event: the affected product is ¿clearlink system continu-flo solution set¿, previously submitted as ¿unspecified access sets¿. Brand name: clearlink duo-vent continu-flo solution set, previously submitted as "ni". Catalogue #: ¿2c8541¿, previously submitted as ¿asku¿. Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial (address, city, state, previously submitted as "ni". 510k #: ¿k203609¿, previously submitted as ¿ni¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed including clear passage and pressure testing and there were not issues noted. Priming was also performed, with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.